Manufacturer narrative:
The pump passed self-test, unexpected restart test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Multiple boluses delivered and all boluses recorded were recorded in bolus history and daily totals. There was no history anomaly or incorrect time noted. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device will not hold information when they check their blood glucose levels. The customer also states the device is showing the incorrect date. The customer declined to troubleshoot and would like the device replaced. The customer also mentioned being hospitalized for a surgery and having high blood glucose level of 300mg/dl. The customer was advised the pump would be replaced and returned for analysis.